Manufacturer narrative:
Information was received from a published article. Please reference literature at the following location: http://www.sciencedirect.com/science/article/pii/s0883540315003733. This report will be amended when our investigation is complete.

Event description:
It was reported that two distal femoral cortical perforations were confirmed by immediate postoperative radiographs.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. The part and lot numbers of the products are unknown; therefore the manufacturing records, complaint history could not be reviewed. The reported device are used for treatment. It could not be confirmed if the devices are in approved and compatible combination. Surgical notes were not provided. The reported information indicates that the distal femoral cortical perforations were noted in immediate post-operative radiographs. Specific patient factors such as age, bone quality, height/weight and relevant medical history are unknown. With the information provided a specific cause could not be determined.